Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, there was a size discrepancy. When the physician advanced the 2.75x28mm taxus liberte des into the vessel, the stent appeared to be too long for the lesion. It was reported that "the stent looked longer than 28mm." The stent delivery system was removed and the procedure was completed with a 2.75x24mm taxus liberte. There were no patient complications and the patient's current condition is listed as "ok". Additional information was requested but was not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.